Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. An internal and external inspection was performed and found no issues. A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. A review of the event history log revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. There was no failure or malfunction identified that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.